Manufacturer narrative:
Testing was performed at alere scarborough on retained kit lot 099973 with the following internal whole blood and serum plasma control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 099973 were reviewed. This lot met the required release specifications. A review of the complaints reported false positive or unconfirmed false positive related to lot number 099973 showed that the complaint rate is (B)(4). The evidence available does not indicate that the product is performing outside label claims. Alere scarborough was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
A (B)(6) ab result was reported with the alere determine (B)(6) with a plasma sample. The customer reported that 2 tests were performed. An abbott architect test for antibody confirmation was (B)(6). There is insufficient information to determine if a malfunction occurred. The patient was reported as being pregnant but treatment and patient outcome were unknown.